Manufacturer narrative:
Device received with cracked case at display window corners, minor scratched lcd window, missing end cap sticker, and loose and flush drive support disk.

Event description:
It was reported that customer's insulin pump had a loose drive support cap. Customer's blood glucose was 12.0 mmol/l. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.